Manufacturer narrative:
(B)(4). D10: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells item # 00630505036, lot #63613766. Shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating item # 65620005422, lot #63454224. Femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length item # 00811400110, lot #63701554. Bone screw self-tapping 6.5 mm dia. 30 mm length item # 00625006530, lot #63696911. Femoral pressurizer seal small natural item # 32833401002, lot #63667127. Allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place item # 00801102020, lot #63777096. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision surgery due to dislocation, approximately six years after implantation. The liner and head were revised. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.